Manufacturer narrative:
This report is filed on may 03, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, may 03, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. It is unknown whether the patient was reimplanted with a new device as of the date of this report, may 24, 2016. Device not recieved by manufacturer.